Event description:
Pt did three blood glucose readings that were done within 10 minutes from one another and the readings were far apart beyond acceptable criteria. Pt obtained blood glucose of 300, 91 and 71mg/dl. While troubleshooting with the ccr, they found out pt had the meter set to the wrong code #. Meter now only displays the code # and pt is unable to test. Customer service was unable to resolve the issue and is sending pt a new meter.